Event description:
The account reports "iol malfunction". Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.